Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer ran quality controls (qc), which were out of range. The customer performed advanced clean and replaced integrated multi-sensor technology (imt) sensor. The customer cleaned aliquot probe and drain and reran qc, which were within range. The cause of discordant, falsely elevated na and k results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and potassium (k) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and k results.